Manufacturer narrative:
A.5 is unknown. The investigation into the reported priming issue has been completed. The product was returned for investigation. Data logs were unable to be obtained. However, clinical description stated that there was no purge fluid exiting the impella cp motor despite two setup attempts and a new impella set was used that worked as intended. No damages were found on the returned pump. The pump was able to purge and run with no issues. The root cause of the priming issue was most likely use related as the issue was unable to be reproduced in the lab.

Event description:
The complainant reported that there was no purge fluid exiting the impella cp motor despite two setup attempts. A new impella set was used that worked as intended. There was no patient harm.